Event description:
Biomed reported a cath lab pt was receiving angiomax (bivalirudin), and it infused twice as fast as expected. Biomed indicated that a door on the device was broken but he could not provide any more details because he could not locate the device. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device will not be returned per customer. Customer stated that the device was not sequestered. Unable to determine the root cause of the report that angiomax infused too fast.